Event description:
On (B)(6) 2025, the user reported a prolonged hypoglycemia event from 4:00 am to 2:30 pm, with a low of 39 mg/dl. The ilet alerted appropriately. The event was corrected with glucose tabs. The user reported no symptoms, noting a lack of hypoglycemia awareness due to longstanding diabetes. Frustrated with being low for so long, the user disconnected from the ilet for several hours, after which bg rose to 478 mg/dl. The agent advised follow-up with an hcp and provided a training link. A new dexcom sensor was to be applied after the call. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.